Manufacturer narrative:
As reported in a research article, unusual atrial septal defect device embolization in the left ventricle, a successful percutaneous retrieval in pediatric patient. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported unexpected medical intervention was a result of case specific circumstances, as device was snared. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: unusual atrial septal defect device embolization in the left ventricle, a successful percutaneous retrieval in pediatric patient: case report

Event description:
The article, "unusual atrial septal defect device embolization in the left ventricle, a successful percutaneous retrieval in pediatric patient: case report", was reviewed. The article presented a case study of a 7-year-old female patient with a moderate sized secundum atrial septal defect. It was reported that on an unknown date, a 16mm amplatzer septal occluder was chosen for implant. Post-procedure, the patient remained asymptomatic and hemodynamically stable overnight. The following day, routine transthoracic echocardiography (tte) revealed the device had embolized into the left ventricle. A decision was made to explant the device via transcatheter snare. A new 19mm amplatzer septal occluder was chosen for implant and tee confirmed proper positioning and function. [The primary and corresponding author was (B)(6).